Event description:
It was reported to philips that the unit had a critical alarm- oxygen not available. The unit was in clinical use at the time of the event; however, there was no patient or user harm reported. The unit was removed from service and brought to the biomed. The biomedical engineer reported not shown having o2 and was unable to verify reported alarm. It was recommended by the remote support engineer (rse) to replace the gas delivery system. A field service engineer will be dispatched to repair the unit onsite.

Manufacturer narrative:
The field service engineer replaced the gas deliver system (gds). The o2 flow accuracy test was performed, and it was reported that the device had 100% o2. The flow raised above 60 o2 psi, and would drop from 50+ to 20 or below. It was also reported that the o2 hose from wall to unit was bad. The o2 hose was replaced by customer. All test passed after replacing the gds.

Event description:
It was reported to philips that the unit had a critical alarm- oxygen not available. The unit was in clinical use at the time of the event; however, there was no patient or user harm reported. The unit was removed from service and brought to the biomed. The biomedical engineer reported not shown having o2 and was unable to verify reported alarm. It was recommended by the remote support engineer (rse) to replace the gas delivery system. A field service engineer will be dispatched to repair the unit onsite.

Manufacturer narrative:
The gas delivery system (gds) was returned for analysis. Visual inspection of the component revealed no anomalies. The customer complaint cannot be verified. The returned gds passed all testing. There was no fault found.